Event description:
It was reported that the device was observed to be in hardware backup mode. Patient claimed receiving inappropriate high voltage therapy during dialysis and came in to get the device checked. It was recommended to explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received failure observed during the associated ICD analysis. It is suspected that the lead may be damaged. Hence, causing delivery of high voltage into a low impedance that resulted in damage to the ICD's high voltage output circuitry.